Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds for a possible micro dislodgment. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood around the helix. Otherwise, the lead tip appeared normal. No lead issues were identified that would have resulted in an increased risk of dislodgement. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds for a possible micro dislodgment. This lead was successfully replaced. No additional adverse patient effects were reported.